Event description:
An eyecare professional has reported a pt has experienced a severe corneal ulcer to left eye, which is melting their cornea to a depth of 80%. Initial treatment includes ofloxacin prescribed hourly day and night. After the microbiology report revealed pseudomonas infection added gentamicin four hourly by day to the current regimen. Pt is also taking atropine 1% bd, perservative free and systemically taking levofloxacin 500 mg bd and doxycycline 100 mg bd.